Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Representative performed an on-site assessment and replicated the reported event. To resolve the issue, the representative replaced the nonconforming cable, then found the system to meet specifications. Based on the results of this investigation, the reported event was replicated. The root cause of the reported event is attributed to nonconforming laser indirect ophthalmoscope cable (lio) this complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic console exhibited intermittent illumination. The light was working correctly but power delivery was low. Surgery was completed with no report of patient harm. Additional information received indicated that power in the laser indirect ophthalmoscope (lio) was low.